Event description:
Customer called to report that the unicel dxc 600 synchron system generated falsely high sodium, potassium, and chloride results for one patient sample. The results were not reported outside the laboratory; therefore, patient treatment was not affected. The sample was repeated on a dxc 800 instrument in the laboratory, the results of which were reported. The customer technical specialist (cts) assisted customer with troubleshooting the instrument by instructing customer to prime the ion selective electrode (ise), perform a complete shutdown, and recalibrate the ise. Customer confirmed that all the ise reagents were checked, that there was no leak in the flowcell, and that there were no pinched lines. The cts then scheduled an onsite service visit. The field service engineer (fse) inspected the instrument and found that the ise buffer reagent line was crimped. The fse rerouted the line to resolve the issue. Finally, the fse verified instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further instrument issues.

Manufacturer narrative:
(B)(4).